Event description:
It is reported that the spike fractured off.

Manufacturer narrative:
Eval summary - the area around the broken spike there are several sites of deformed metal that were most likely a result of impact forces, and there are also several surface gouges on the face plate. It is difficult to determine the source of these damages without having seen how the device was used and where the failure occurred, however, misuse is a potential cause as impact marks should not have been present around the spikes with normal use. The fracture site of the spike primarily has indications of bending stress, which could have resulted from intended use since the device is typically inserted with the varus/valgus degree set. Cause cannot be definitely determined. Eval - the device has a potential field age of over 5 years. Device history records indicate all components were mfg and inspected to spec.